Event description:
Patient was in operative room undergoing open reduction with internal fixation (orif) left acetabulum. In order to place pelvic screws, a long stryker 2.5mm drill bit was being used. During drill use, the tip of the drill bit broke off and this was immediately noticeable as fluoroscopy was used throughout the procedure as needed. Doctor attempted to remove the threads, but because they were unable to be removed easily, the drill tip was left in the bone in order to prevent further trauma to the bone.